Event description:
It was reported that a device fracture occurred. The target lesion was located in the liver. A direxion catheter infusion was selected for use. During the procedure, it was noted that the outer layer of the device was fractured approximately 30cm from the hub. The procedure was competed with a different device. There were no complications reported and the patient was stable post procedure.